Event description:
During an incident involving a 58 yr old male in cardiac arrest, the device reportedly shut itself off after the fourth shock. A new battery was placed in the device and it would not power on. The pt was transported to a hosp. A defib was used in the ambulance to shock the pt. Customer did not know pt outcome.